Manufacturer narrative:
Follow-up #1: date of submission 04/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the black box shows no evidence of excessive battery usage or voltage drops. The pump powers with returned battery cap. Additional blue horizontal line present on display screen. Battery cap able to fully tighten. Battery compartment cracks observed in thread area. Evidence of moisture contamination inside battery compartment. Current draws within specifications. No evidence of excessive pump temperature duplicated during investigation. Leak test shows leak at battery compartment cracks. Removed pump case and no evidence of additional moisture inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.